Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the chin and midface with 1/3 syringe of juvéderm voluma® xc. That same day, the patient experienced a ¿vo at the injection areas, patient now noticing blistering on lip.¿ the patient was immediately treated with hylenex®local in filtration and was given the same treatment the two days following. Three days later, the patient was treated with hyperbaric chamber (one treatment). The following day the patient was also treated with eoz device (local for lwk). The hcp additionally reported ¿on going discoloration below lower lip discoloration chin also no pain on open spots.¿ symptoms are ongoing.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Additional information reported symptom resolved.